Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (2.5 mg/ml at 1.2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, when they went to do the pump refill, the pump showed the low reservoir alarm was occurring but they got out approximately 18 ml. They tried to aspirate from the cap (catheter access port) and could not, so the doctor aborted the rotor and dye study. The doctor determined that the catheter was not working and planned to do a catheter revision. The cause of the catheter issue was unknown. There were no motor stalls in the logs. The patient had no symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.